Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3" ventilator had 02 sensor failure.the issue occurred during patient-use. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
H10: the suspect device has not been return for investigation.a vyaire field service representative(fsr) evaluated the device onsite and found that the unit was plugged into a depleted tank. The fsr gathered the logs and sent them to technical support (ts) for review. Ts noted that the 02 sensor needs to be changed. It seems that the customer is running some of the vents off tanks instead of plugging them into the wall oxygen. The fsr changed the 02 sensor and plugged the unit into wall oxygen before calibrating. Calibrations and verification were performed. All tests passed the required criteria and the unit meets factory specifications.no root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to o2 sensor depleted (eol). As a resolution, the o2 sensor replaced, calibration and verification checks performed successfully.